Event description:
It was reported by a medical professional that a vns patient¿s mother brought him into clinic and complained of increased stridor she believed it to be due to stimulation. A settings change was last performed on (B)(6) 2016 which increased the duty cycle by lowering the off time from 3 minutes to 1.8 minutes. The patient's mother also reported the patient has an increase in their basal heart rate and that the patient has been choking while eating when the device is stimulating. She also stated the patient has an increased heart rate from his normal baseline which is at 50s and 60s. The mother said the patient is "getting worse" over the last six months but the doctor reports that at the last clinic visit, she did not observe any trouble or difficulty. The mother described the symptoms as stridor, but the physician stated she did not believe the patient's symptoms observed to be wheezing, to be related to vns. The physician is concerned that this could be an airway structure problem and is not actually related to the vns. The patient was referred to an ent for evaluation. Additional relevant information has not been received to-date.

Event description:
Further follow-up was received from the company representative that the physician had called him and stated patient¿s mother had called with an ¿urgent¿ message saying her son has been having issues breathing because of the vns. The physician stated that the mother reported that the issues have been on-going for 2-3 weeks but the mother thought it was urgent and wanted the vns turned off. The device was turned off on (B)(6) 2017.